Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eighteen days of post deployment, a chest x-ray was performed on patient reportedly experienced chest pain, noting presence of inferior vena cava filter in place. Around, four months and thirty days later, a computed tomography thorax on patient reportedly experiencing chest pain and breath shortness, noting presence of bard filter. Around, one year and three months later, a computed tomography abdomen and pelvis was performed on patient reportedly experiencing left upper quadrant pain, noting presence of inferior vena cava filter with some of the legs protruding into the retroperitoneum. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.